Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found broken conductor wire. The visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument grips were manually manipulated and failed the electric continuity test on all five attempts. The instrument passed the electric continuity on one grip on each attempt, but failed on the other grip on each attempt, indicating a broken conductor wire. The conductor wire was broken in a location not visible. The instrument failed the energy delivery test on three of four attempts. It would initially hesitate to deliver energy, then would deliver energy after rearranging the grips. The instrument displayed signs of arcing. The instrument was not fully functional. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar instrument was not delivering the energy to the tissue. The instrument was connected to the erbe generator. The customer changed the cautery cable, but the issue was persistent. The customer changed the instrument to a different universal surgical manipulator (usm), but the bipolar energy was working intermittently. The customer replaced the instrument with the same kind of instrument to proceed the surgery. The procedure was completed with no reported injury.